Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, diagnostic imaging confirmed the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The rv lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
A partial lead was returned in two pieces for analysis. As received, the helix assembly was not returned with the lead. The helix mechanism test was unable to be performed due to the condition of the lead. Visual inspection of the lead revealed the coil filars were fractured at the distal tip, adjacent to the ring electrode. A scanning electron microscope evaluation was performed and verified that all eight filars of the coil were fractured, which is consistent with procedural damage. Additional findings potentially related to the complaint of lead dislodgement due to twiddler¿s syndrome were observed. Further visual inspection revealed eight external insulation abrasions breaching the optim sheath only. Three of the insulation abrasions observed at the proximal region of the lead are consistent with friction to the device can. The other five insulation abrasions found at the middle region of the lead are consistent with friction to another device or patient anatomy.